Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated accutni result generated by the unicel dxc 600i synchron access clinical system for one pt. Customer tested a sample for accutni and obtained a result of 0.66 ng/ml. Upon repeat at a later time, it gave a result of 0.09 ng/ml. The collection tube was then re-spun and tested again for accutni and gave result of 0.08 ng/ml. The erroneous result was reported outside the laboratory and a corrected report was submitted. No reports of death, injury, or changes to pt treatment have been received in connection to this event.

Manufacturer narrative:
Sample was collected in a bd li heparin tube and centrifuged according to the MFR's recommendations. The sample appeared normal. No hemolysis or turbidity was present. Qc was within specifications before the event and 9 hours later after weekly maintenance. No errors in the event log. The lab procedure is to repeat all accutni results that are 0.50 ng/ml and greater. This procedure was not followed in this event. Customer is not questioning any other assays or results. A field service engineer (fse) was on site in 2008: fse performed a preventive maintenance (pm). Precision study and carryover testing were within specifications. Fse did not note any hardware issues that may have contributed to this event. All verification testing passed within specifications. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.